Event description:
Customer reported the insulin pump alarmed off no power alarm. Customer stated the device was trying to rewind the device and device was not allowing her put in a new reservoir. Customer does not recall blood glucose at the time of event but most current was 267 mg/dl. Customer stated the device was alarming off no power. Customer uses energizer. Device also alarm motor error during basal. Customer does not recall dropping the device. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.